Event description:
A falsely low ctni results of 0.0 ng/ml were obtained on initial and repeat testing, on a dimension analyzer. A ctni result of 0.63 ng/ml was obtained on the same specimen when tested on a second dimension analyzer. Maintenance was performed on first analyzer and same specimen was repeated on both analyzers; ctni results of 0.62 ng/ml and 0.57 ng/ml were obatined. The falsely low ctni results of 0.0 ng/ml were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely low ctni result. Analysis of instrument data indicated user maintenance issues.